Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 509 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2019. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump did not pass high pressure test,as the pump alarmed occlusion. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reported body pain. The customer was not admitted into hospital for high blood glucose levels. Last infusion set was on (B)(6) 2019. At the end of call customers blood glucose was at 460 mg/dl. Pump was not returned for analysis.